Manufacturer narrative:
Concomitant medical products: 320-31-40, glenosphere, 40mm; 320-35-01, small glenoid plate; 320-10-00, equinoxe reverse tray adapter plate tray +0; 300-30-06, equinoxe preserve stem 6mm.

Event description:
As reported, approximately 2.5 yrs postop the initial ltsa, the (B)(6) y/o male patient was diagnosed with a painful prosthesis and deep infection. The patient was revised. The case report form indicates this event is not related to devices and definitely related to the procedure. There was no followup information regarding the patient provided by the study. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.